Manufacturer narrative:
(B)(4). Batteries were discarded by the user facility. The user facility's biomedical engineer (biomed) replaced the batteries. The batteries were discarded and will not be returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the batteries would not hold a charge. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2018, the certified clinical perfusionist (ccp) turned on the heart lung machine (hlm), and the unit had no messages, all systems checked out and the battery icon was green, indicating full charge. Midway through the cpb run the 'battery needs service - full battery backup may not be available' message appeared in the message area on the central control monitor (ccm). Along with the message, the battery icon was red. The ccp checked the connection to wall power and all was sufficient. This message did not alter the course of the procedure. The unit was running on alternating current (a/c) power, therefore there was no mitigation that needed to occur. This notification did not delay the continuation of the surgical procedure, and there was no harm nor blood loss associated with the event.

Manufacturer narrative:
The reported complaint was confirmed. The user facility's biomedical engineer is trained by the manufacturer and verified the unit operated to the manufacturer's specifications after replacing the batteries. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).